Event description:
The customer reported a primary infusion of amiodarone (750 mg in 250 ml of d5w) was intended to infuse at 10 ml/hr and the rate unintentionally changed to 19.6 ml/hr. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Event occurred at: (B)(6). The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.